Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Allergic reaction [hypersensitivity], red spot [erythema], knee swollen [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 via a company representative, from a patient of unknown age, initials (B)(6), the patient received an injection of synvisc in the right knee on (B)(6) 2009 and was "ok". The patient received a second injection of synvisc on (B)(6) 2009. On (B)(6) 2009, the patient experienced an allergic reaction, knee swollen and "red spot". On (B)(6) 2009, the patient went to the physician and was told it was an allergic reaction to synvisc and was given cortisone. The synvisc was stopped and the patient was reported to be getting better. As of the date of receipt of this report, the patient had not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.